Event description:
Same case as MDR: 2134265-2013-00741 and 2134265-2013-00742. It was reported that during a percutaneous coronary intervention (pci) procedure, catheter pull back difficulties occurred. The physician placed a coronary catheter in the lesion and then attempted pullback, but the motor drive unit did not retract the catheter. The procedure outcome was not known. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same case as MDR: 2134265-2013-00741 and 2134265-2013-00742. It was reported that during a percutaneous coronary intervention (pci) procedure, catheter pull back difficulties occurred. The physician placed a coronary catheter in the lesion and then attempted pullback, but the motor drive unit did not retract the catheter. The procedure outcome was not known. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).